Event description:
Customer alleges the seat latch broke while she was going up a ramp, seat came off, and she fell.

Manufacturer narrative:
The device has not been made available for evaluation as of yet. Should the device or further information become available, a follow-up report will then be issued.

Event description:
Customer alleges the seat latch broke while she was going up a ramp, seat came off, and she fell.

Manufacturer narrative:
Only the seat was returned and evaluated. It is likely the retaining rings that hold the quick release assembly to the front seat extrusion came free from the clevis pins that are pressed in the front extrusion. This likely precipitated the loss of the quick release assembly and ultimately the locking of the seat to the base unit. This was likely caused by irregularities in the machined groove on the clevis pins which are critical for full engagement of the retaining rings.